Manufacturer narrative:
This is one of two device reports related to this event. A f/u report will be submitted upon receipt of any add'l info.

Event description:
The plaintiff's atty alleges that the pt experienced cardiac arrest and cardiopulmonary arrest and expired the same day. This is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.